Manufacturer narrative:
(B)(6). Batch # p91454. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. In addition, the anti-backup and lockout mechanism were found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl spring was found out of position causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.